Event description:
The company is advised that unknown sutures were used in an unspecified procedure. Reportedly, the sutures failed in an unspecified manner, which led to a "wound rupture" which then necessitated emergency surgery in 2000.